Event description:
It was reported that this left ventricular (lv) lead exhibited infection. The patient was referred to the following clinic for further check-up. No adverse patient effects were reported. The lv lead remains in service.